Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a driveline sheath fracture. An mcs coordinator at the site used rescue tape to fix the fracture and protect the driveline. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis revealed normal pump parameters around the event date of march 12, 2018 and no alarms recorded that could be related to the reported event. It was reported that a rescue tape was used to fix the fracture and protect the driveline. However, no servicing was performed that would result in a service report form; the service report of on-site inspection was not available. Therefore, the reported event cannot be confirmed. Based on risk documentation and similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including but not limited to the exposure to uv light, improper handling or wear over time. If information is provided in the future, a supplemental report will be issued.